Event description:
Additional information: it was reported that the patient had an accumulation of fluid near the entry site of the catheter at revision surgery (B)(6) 2013. There was nothing wrong with the functionality of the pump or catheter. It was later reported that a cerebral spinal fluid (csf) leak was suspected and attempts were made to repair it. Postoperatively the patient developed another gathering of fluid in the same area. The back incision was reopened to find the origin of the leak. The distal tip of the catheter was removed and the tissue was inspected for leaks. Another spinal segment was used to get back into the intrathecal space. There was nothing wrong with any part of the system.

Event description:
Additional information was received. It was reported that the patient had dural tears that needed to be repaired. The patient was in the hospital for eight days because of leaking cerebrospinal fluid. There were no issues found with either the pump or the catheter, but the physician said he'd need to remove the pump and catheter to repair the tears. The patient chose to leave the hospital so that the pump wouldn't be removed. Additionally, she found a new neurosurgeon to consult about repairing the tears without explanting the device. On the day of report, the patient was having an MRI done to visualize the tear and check for other issues. Two days later, it was reported that the pump was explanted for infection that day.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial #(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4). Final analysis of the pump found no anomalies. Final analysis of the proximal catheter segment found a non-significant indent in the seal of the sc connector. The indent did not affect infusion. Final analysis of the distal segment of the catheter found a dried drug, blood, or foreign material occlusion.

Event description:
Following surgery on (B)(6) 2013, the patient woke up lying in spinal fluid on (B)(6) 2013. The patient had another surgery on (B)(6) 2013 where the surgeon was going in to "sew it tight" or "sew it up". The patient didn't know what happened during the surgery. The patient was sent home without pain meds. The next day she was "completely soaked in spinal fluid" and in excruciating pain. "Things hurt that she had never had hurt from surgery before." The patient called her healthcare provider (hcp) and told them that she had spinal fluid leaking all over. The hcp told the patient to watch it over the weekend. The patient was supposed to see the hcp on (B)(6) 2013, but didn't want to go back. It was noted that the patient couldn't walk until "it" exploded; she constantly had spinal fluid all over her bedding, pillows, and clothing. The device system was delivering bupivacaine, baclofen and morphine. Additional information has been requested, a follow-up report will be sent if information becomes available.